Event description:
Ous MDR - a break in this lead was discovered after reports of high impedances over 3200 ohm and loss of capture.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual and electrical inspection. The analysis revealed a fracture of the inner coil at some 6 cm distal to the is-1 connector pin. Based on the characteristics as well as the location of this damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of an interaction between the lead and the generator housing. This result is consistent with the clinical observation, as mentioned in the complaint description. The cuttings in the insulation and the deformation of the outer coil most likely resulted from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis.the review of the quality documents confirmed a regular device manufacturing.